Event description:
It was reported that (1) lcsc5 was used with luke handpiece during an unknown procedure. It was reported by the rep that the lcsc5 repeatedly gave solid tone during case. The surgeon finished the case with the instrument. There was no consequence to pt.